Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2024, a patient underwent a catheter placement procedure using the glidepath hemodialysis catheter. After some time, the catheter was found to be discolored and deformed. The catheter was removed on (B)(6) 2024. The current status of the patient is unknown.